Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the hand piece produced a solid tone. The case was completed with another hp052. There was no patient consequence.